Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post-implant discharge check, the patient¿s right ventricular lead exhibited a loss of capture and r-wave amplitude variation. A chest x-ray was performed and the lead was noted to be pulled back to the tricuspid valve. On (B)(6) 2019, the lead was successfully repositioned. During the procedure, the patient¿s pulse generator exhibited an output issue. The device was unable to successfully capture in both chambers. No other electrical anomalies were noted. The leads were removed from the device, cleaned, and tested normally with a pacing system analyzer (psa). The leads were then reconnected but the device still could not capture. The leads were disconnected and tested normally again with the psa. The device was removed and replaced and the leads were connected to the new device. The patient did not experience any harms and the outcome was successful.